Event description:
It was reported that this ra lead was disconnected from the pacemaker and the polarity of pacing and sensing was switched from bipolar to unipolar due to the lead safety switch. The patient went into the clinic and the sensing was adjusted to reduce the possibility of over sensing with unipolar. The patient was referred to the hospital in which the lead and pacemaker were explanted. The patient was concerned about the area where the pacemaker was implanted and often massaged and touched the area where the pacemaker was implanted. The physicians believe that the disconnection may have been caused by the above-mentioned activities and the high volume of activity in daily life. Finally, a lead conductor fracture was confirmed. A new ra lead and pacemaker were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this ra lead was disconnected from the pacemaker and the polarity of pacing and sensing was switched from bipolar to unipolar due to the lead safety switch. The patient went into the clinic and the sensing was adjusted to reduce the possibility of over sensing with unipolar. The patient was referred to the hospital in which the lead and pacemaker were explanted. The patient was concerned about the area where the pacemaker was implanted and often massaged and touched the area where the pacemaker was implanted. The physicians believe that the disconnection may have been caused by the above-mentioned activities and the high volume of activity in daily life. Finally, a lead conductor fracture was confirmed. A new ra lead and pacemaker were implanted. No additional adverse patient effects were reported.